Manufacturer narrative:
A ge representative evaluated the system and replaced the timer battery, and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system was displaying unusable images and needed to be rebooted to correct the problem. No pt injury was reported.